Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple button alarms on multiple occasions within the past month. Customer believes the reported issue is due to the pump and not due to something pressing up against the wake button to trigger the alarms. Customer's blood glucose level was not impacted.